Event description:
Customer reported, "one of our retina surgeons was trying to implant a CT lucia 602 17.5 diopter lens. The patient became uncooperative mid procedure, and the surgeon had to abort the implantation of the lens. At that point the lens was in the patient's eye, it was cut into several pieces and removed, and the patient was left aphakic. The lens was discarded."

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the CT lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: · the uncooperative behavior of the patient during the procedure introduced an unexpected variable that disrupted the surgical process. This sudden movement likely created challenges for the surgeon in maintaining control and precision during the implantation, which ultimately led to the decision to abort the procedure to ensure patient safety. The need to cut the lens into pieces for removal and the subsequent aphakic state of the patient highlights the complexity and difficulty of managing intraoperative disruptions. While the CT lucia 3-piece lens is designed for controlled implantation, unanticipated patient movements can compromise surgical outcomes and require swift adjustments by the surgeon to mitigate risk and prevent further complications.